Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (a-fib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. Septal puncture was performed with rf needle. Steam pop occurred during cti (cavotricuspid isthmus) after pvi (pulmonary vein isolation), box (cardiac 'box'), and at (atrial tachycardia) with the impedance rise was confirmed and reported to the physician. The steam pop occurred during a 5 second length of ablation. Blood pressure dropped 20 mmhg to the 90s, and heart rate rose to the 120s with impedance rise confirmed. The ablation never continued beyond the cut-off value. Pericardial effusion was originally present, but it could not be determined from the body surface echocardiography whether the patient developed a new cardiac tamponade, and drainage was performed. About 400 ml of blood was drained and the bleeding stopped. The patient returned to the ward and was discharged without additional treatment. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no impedance values was displayed during the test due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No abnormalities observed prior to or during use of the product and no errors were reported by the biosense webster system. The physician's opinion on the cause was the procedure and not due to the device as correct settings were selected and pump operational. The electrical issue observed during the analysis is unrelated to the issue reported by the customer. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the no impedance values identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (a-fib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. Septal puncture was performed with rf needle. Steam pop occurred during cti (cavotricuspid isthmus) after pvi (pulmonary vein isolation), box (cardiac 'box'), and at (atrial tachycardia) with the impedance rise was confirmed and reported to the physician. The steam pop occurred during a 5 second length of ablation. Blood pressure dropped 20 mmhg to the 90s, and heart rate rose to the 120s with impedance rise confirmed. The ablation never continued beyond the cut-off value. Pericardial effusion was originally present, but it could not be determined from the body surface echocardiography whether the patient developed a new cardiac tamponade, and drainage was performed. About 400 ml of blood was drained and the bleeding stopped. The patient returned to the ward and was discharged without additional treatment. The doctor was concerned about the low base impedance of 90 to 100 ohms, but patient was a small person and does not fault the product. No abnormalities observed prior to or during use of the product and no errors were reported by the biosense webster system. The physician's opinion on the cause was the procedure related and not due to the device as correct settings were selected and pump operational. The catheter may have moved during ablation and ended up in the pouch. The physician had to be careful. Patient's out outcome is fully recovered.